Event description:
A customer reported his vision is blurry and colors are yellowish-brown following intraocular lens implant surgery. The consumer requested that we do not contact his surgeon.

Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There are no other reports in the lot. Customer requested that we do not f/u with the surgeon. Add'l info is not anticipated.